Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The customer's allegation was confirmed due to and the keypad had . Based on the results of the investigation, the most probable cause of the complaint is faulty control of the printed circuit board and poor contact of keypad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had stopped for no reason, would not turn on when the column was started and turned off and on by itself. The issue was found during a colonoscopy procedure and was completed using a similar device. No delay and no patient harm reported by the customer.